Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device produced no audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the speaker cable. The black speaker cable was severed. The device appeared to have receive impact damage which may have resulted in a latent failure of the speaker cable. Despite no audio prompts, the unit¿s ability to successfully deliver the test therapy sequence, was demonstrated during the investigation, as the device continued to prompt therapy via the instructional icon leds. The customer received a replacement device and heartsine scrapped the returned device.

Event description:
The customer contacted heartsine to report that their device produced no audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.